Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation at the neurostimulator site when the device was turned off. It was noted that she heard a "popping sound" prior to the shocking sensation. Add'l info was requested.